Event description:
I have been using renu for a couple of years but last summer I kept getting these I call them eye burgers, some kind of discharge that covers my whole eye; I can't even see. I told the eye dr and he told me maybe it was the make up I was wearing. He gave me a list of eye make ups that are good for contacts- the eye make up I am using checks out, it is for contacts. I am thinking I have some kind of eye infection so I purchased several different kinds of eye medication to try to get rid of this and of course nothing is working. There are some days I can't see at all; this type of film covers the eye. Eyes are always red and can't see. I keep changing lenses, nothing works. Today I see this report on the news about eye fungus. I have these same symptoms. I have a few bottles of the renu 2007-02 gb5001a. 2007-09 gj5023. 2006-08 gh4055. I have printed the report from the local news web page and I am going to see the eye dr.